Manufacturer narrative:
H10. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The returned sample was evaluated. The safety clip was missing and the tuohy borst adapter was closed. The stent was still within the system. The reported event is confirmed. The IFU supplied with this product states that higher deployment force may be encountered on longer length stent grafts. The definitive root cause for this event is unknown. This application represents an off label use for this device. The information for use for this device states: the fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms or in benign strictures after all other alternative therapies have been exhausted.

Event description:
It was reported that the device would not deploy. A new system was used with the same results.